Event description:
Information was received indicating that a pump was connected to a cadd administration set which under infused the drug cefazolin, 2g. It was reported the volume was 300, stop volume 9.5, measured volume 20 and the calculated under infusion was 3.6 percent. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6).